Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The customer uses their iabp's in an off label walking program where the batteries get charged and discharged every day, making the battery life unpredictable. The fse replaced the batteries and performed all functional and safety tests as per factory specifications. The iabp passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had battery issues, and ran only for 10 minutes on battery and then shuts off. The customer reported that while ambulating a patient, the batteries lasted less than an hour. The patient was switched to another iabp. There was no patient harm and no adverse event was reported.